Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing worsening pain from the scs (spinal cord stimulator). The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4319 lot #: 21275175 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing worsening pain from the scs (spinal cord stimulator). The patient will undergo an explant procedure.